Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crej2 reagent lot number and expiration date were not provided. The customer discarded the patient sample in question. Calibration and qc were acceptable. No hardware flags, software errors, or mechanical issues were observed during a review of the instrument's problem report. The field service engineer (fse) performed several precision tests confirming that the analyzer's repeatability met manufacturer specifications. The investigation did not identify a product problem. The event was consistent with sample handling issues.

Manufacturer narrative:
The integra 400 plus serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient urine sample tested for creatinine jaffe gen.2 (crej2) on a cobas integra 400 plus. The initial result was 16.54 umol/l. The doctor questioned this result. On (B)(6) 2025, the sample was repeated with results of 8174.34 umol/l and 8272.35 umol/l.